Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm sapien 3 valve was implanted inside a disabled 21mm 3300tfxj surgical valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention was unknown. The device was originally implanted for an aortic valve replacement. The duration that the valve has been implanted is unknown. Multiple cardiac surgical procedure: ascending aorta replacement at implant. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a 23mm sapien 3 valve was implanted inside a disabled 21mm 2900j surgical valve in the aortic position via tav-in-sav procedure due to structural valve deterioration after an implant duration of twelve (12) years and eleven (11) months. The device was originally implanted for an aortic valve replacement. Multiple cardiac surgical procedure: ascending aorta replacement at implant. The device was not returned for evaluation as it remained implanted. Patient medical history: hypertension, malignant tumor. On (B)(6) 2020, the patient expired due to cerebral hemorrhage. The surgeon commented that there is no relationship with the tavi procedure or the transcatheter valve.

Manufacturer narrative:
Updated: a1, a2, b4, b5, e1, f10, g4. Corrected: d1, d4, g5. H10: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.